Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon removal of the resected cyst during a laparoscopic procedure, the bag tore. When the bag was inserted into the patient, the surgeon attempted to open the bag but it was faulty and a had a slit. They tried to remove the bag but it would not close properly and caught on the inside of the port. The edge of the device was sharp and could have caused damage internally to the patient. The surgeon luckily managed to free the device. The surgical time was extended to 30 minutes or more to remove the bag from the port. There was no patient injury.